Event description:
The wife of a (B)(6) male patient called zoll customer support to report that the patient's battery charger was not recognizing his batteries. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (doesn't recognize battery packs) has been confirmed. Upon investigation contamination was found on the charger's battery board, which prevented the battery charger/modem from recognizing inserted battery packs. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the contaminated battery board. The patient received a replacement battery charger/modem.